Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was caused by the breakage and/or electrical short of the ccd cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that there was possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device disappeared when the subject device was angulated. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.